Manufacturer narrative:
(B)(4). The unit powered up with a white spot in the upper right corner of the lcd screen. After further review, there is mold inside the j7 internal battery connector and some of the pixels in the bottom right corner of the lcd screen are damaged. The unit passed displacement test. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. Also the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable, and the display window cover is missing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.